Event description:
Complainant alleged that while attempting to defibrillate a pt in cardiac arrest, the device displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.